Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2006 due to infection.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date, date implanted, manufacture date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 1996. Subsequently, patient was revised on (B)(6) 1999 due to an unknown reason. Patient underwent a radical debridement procedure on (B)(6) 2006 due to infection. Clinical data suggests all components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2006.